Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefor,e a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The technical service representative (tsr) assistance the customer with a system error (se) 2240 (air in the line) on the home choice (hc), this occurred on the hc during use, and initial drain. The customer stated that the patient line was full of air. The tsr assisted the customer with going back to the beginning. The tsr advised the customer to contact their nurse regarding the air alarm and starting over. During follow-up the peritoneal dialysis registered nurse (pd rn) was asked about the reported problem. The pd rn stated that the care giver (cg) mentioned the alarm to them. They stated everything checked out okay. The patient is doing fine, therapy is continuing as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.